Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd pen needle experienced a case of being unable to deliver insulin, and under dosage. The product defects resulted in the patient experiencing hyperglycemia, but no medical intervention was administered. The following information was provided by the initial reporter: consumer noticed their glucose was very high and decided to perform a flow test, where it was discovered that there was no insulin ejection. Caregiver mentions that the daughter did not go to the hospital, but today her blood glucose reached 500mg/dl.

Event description:
It was reported that unspecified bd pen needle experienced a case of being unable to deliver insulin, and under dosage. The product defects resulted in the patient experiencing hyperglycemia, but no medical intervention was administered. The following information was provided by the initial reporter: consumer noticed their glucose was very high and decided to perform a flow test, where it was discovered that there was no insulin ejection. Caregiver mentions that the daughter did not go to the hospital, but today her blood glucose reached 500mg/dl.

Manufacturer narrative:
Investigation summary : several photos of non-bd product were provided. No samples (including photos) of bd product were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.